Manufacturer narrative:
This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The surgeon for mesh removal is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during a transobturator tape placement procedure performed on (B)(6) 2015 to treat urinary incontinence. It was last reviewed on (B)(6) 2020 that the patient was complaining of mixed incontinence, unspecified dyspareunia, exposure of implanted vaginal mesh into vagina, stress incontinence and the patient encountered other procedural examination. The patient was also complaining of left ankle swelling, painful and warm to touch; uti (was prescribed bactrim 800mg bld x 3 days); patient was also positive for polyuria, urinary urgency and chronic back pain. On (B)(6) 2021, the patient underwent surgery for mesh removal. Exposed mesh on each side of the urethra. It had previously been excised in the middle. The left barb came out easily but unable to get the right side barb out as it was beyond the urogenital diaphragm. The condition of the patient after the procedure was stable and no complications. Patient was discharged to home on (B)(6) 2021 in good disposition.